Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, the patient experienced an infection (pain and inflammation) at the abutment site that was treated with oral antibiotics. The implant remains in-situ.